Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging between 204-261mg/dl and ketones; no ketone value was provided. The customer would address their bg levels by basal deliveries or delivering a correction bolus. The customer alleged the pump would have a "break in" period for a few hours prior to working properly. During a follow-up, tandem technical support informed the customer that the pump logs revealed that at times fill tubing was only performed with 10.2 units instead of the typical 15-20 units, the customer did not acknowledge this information. The customer declined to provide additional information regarding these events.